Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to verify low battery alert less than 1 week or perform the displacement test, sleep current measurement, active current measurement and self test due to the blank display. Moisture damage was also found on the motor assembly and battery tube during visual inspection. No moisture damage found on the keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had blank display. Customer's blood glucose value was unknown at the time of the incident. The product will return device for analysis.